Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion consistent with friction to another device or patient anatomy. Electrical testing, visual and x-ray inspection did not find any other anomalies with the exception of procedural damage. UDI, manufacturing, and expiration dates are not available as the product does not have an identifying serial number.

Event description:
This report is to advise of an event observed during analysis.